Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device door rooler and door roler pin were missing. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller and door roller pin were missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.